Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected in the chin and marionette lines with unspecified dermal filler. Patient developed a ¿mottled appearance¿ and "the occlusion happened relatively quickly before much product was placed and occurred in inferior labial artery- blanching of lower lip." Patient was treated with "excessive amount of hyaluronidase," the area was heated, and patient was given aspirin. Three days later, the occlusion seemed to be alleviated but three days later the area is still sluggish and reticulated. Hcp planning to treat mentalis artery with hylenex®. Symptoms ongoing.